Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a base hardware failure. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the battery door broken. Event history log review confirmed base hardware failure occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the interconnect board. The interconnect board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.